Manufacturer narrative:
The field service engineer (fse) confirmed an overflow from the needle bellows not properly draining due to clogged tubing at pinch valve vl13. The fse replaced pinch valve vl13 and associated tubing to resolve the leak issue. The fse noted fluid accumulated on the bar-code scanner lens attributing to the barcode no read error. The fse cleaned the lens and resolved the error. Service activity performed and was verified to meet the specified requirements per established procedures. Results met published performance specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported red fluid leaked outside the instrument and bar code errors during an inspection of the barcode involving the coulter lh 780 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.